Event description:
Caller reported a cartridge alarm issue with the pump. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer service confirmed multiple consecutive cartridge alarms and decided to replace the pump. The customer will continue using the current pump until the replacement arrives and has been instructed on storage mode and return procedures for the faulty pump.